Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a roller guide, bushing, rivet, and screw missing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the roller guide, bushing, rivet, and screw missing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received from the account stating the left siderail not locking in the up position. The bed was located at the account in ER. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).